Manufacturer narrative:
Product analysis: observation the inferior shaft is broken at the lower portion of the pivot pin hole. Microscopic examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The fracture jaw was not returned. Conclusion the fracture of the jaw is consistent overload of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative disc disease. Type of procedure or technique used: discectomy it was reported that one side of the teeth of micro pituitary was broken off. The product came in contact with the patient. No patient complications were reported as a result of this event.